Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the device in wrong position was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A (B)(6) m hx of familial cardiomyopathy, htn, aki in the setting of ckd, aicd, non-compliance. Presented with acutely decompensated chronic hf. On (B)(6) underwent impella 5.5 implant (r axillary artery) as a btlvad. On (B)(6) the patient returned to or 6 hours post implant for worsening metabolic acidosis. Impella p level was increased with no impella related concerns, appropriate position confirmed on echo and crrt was initiated. On (B)(6) the patient experienced ventricular tachycardia and the impella 5.5 repositioned at bedside with subsequent resolution of ventricular tachycardia. On (B)(6) impella 5.5 repositioned for rotation towards mitral valve. On (B)(6) the patient was noted to be febrile and diagnosed with pneumonia. On (B)(6) ldh elevated/ pfhgb30 which resolved with repositioning based on repeat labs. On (B)(6) the patient returned to the or for lvad placement and successful explant of impella 5.5

Manufacturer narrative:
B5 updated clinical rationale added ¿device revision or replacement¿ and ¿hemodynamic instability¿ per failure modes ¿three separate physicians tried to advance the impella under echo and were unsuccessful. Sent to the or to advance or replace. Surgeon still unsuccessful on advancement so impella was exchanged.¿ removed ¿arrhythmia¿, ¿device repositioning¿, ¿fever¿, ¿mechanical interaction with blood¿, and ¿hemolysis¿ as they occurred on the subsequently implanted pump to be documented in separate report (MFR pending).

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 34-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an impella in aorta alarm. An echocardiogram confirmed that the device was in the aorta. Repositioning attempts were unsuccessful. The impella was taken to the operating room (or), and the impella was exchanged for a new impella 5.5. There was no noted interruption of flow or support for the patient. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.3l/min as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.